Event description:
Customer reportedly received the following results on the active s system within 10 minutes: 279 mg/dl and 120 mg/dl; 235 mg/dl and 116 mg/dl. The comparisons were performed on the same date, 6 hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a laparoscopic cholecystectomy the surgeon could not get the applier to release and open. They manually removed the device and continued the case. There was no patient consequence reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). Sticking jaw/cam. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled, fed and properly formed the clips upon firing. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. The batch record was reviewed and no anomalies were noted during the manufacturing process.